Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) defibrillation lead exhibited loss of capture (loc). The pace/sense portion of the lead was surgically abandoned. The shocking portion remains in service. A new pace/sense rv lead was implanted. No additional adverse patient effects were reported.